Event description:
Surgeon was removing ovary and tube and while pulling the endo catch bag out, it had a little tear and the piece of plastic was inside of the patient. Surgeon was able to use another endo catch bag and get the plastic out of the patient. Surgery not delayed due to this. Endo cathc bag was defective, nurse kept endo catch packaging and placed patient sticker on it and gave it to manager.